Manufacturer narrative:
(B)(4).

Event description:
It was reported that lining on the shaft was damaged. During preparation of a 2.5x60x90 (4f) sterling¿ balloon catheter, it was noted that an abrasion on the blue lining of the balloon was noted. The device was never used. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with a balloon protector over 41mm of the tip and balloon. Microscopic and tactile inspection found no irregularities or defects. Microscopic and visual inspection found the balloon was partially unfolded and deformed, with the balloon material tight over the inner. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that lining on the shaft was damaged. During preparation of a 2.5x60x90 (4f) sterling¿ balloon catheter, it was noted that an abrasion on the blue lining of the balloon was noted. The device was never used. No patient complications were reported.